Event description:
The reporter contacted animas on (B)(6) 2015 alleging multiple loss of primes. Customer support (cs) completed troubleshooting and the reporter stated that the patient was attached while priming. The reporter stated that the patient had a blood glucose (bg) of 50mg/dl with cognitive impairment and unsteadiness when standing and walking. This report is being made due to the bg excursion the patient experienced due to loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the black box shows one loss of prime warning associated with a low non-zero force on (B)(6) 2015 21:08. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check is within specifications. The total daily dose adds up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.